Event description:
Info received indicates the left siderail will not stay up due to a broken end tube.

Manufacturer narrative:
The tech replaced the broken end tube and the associated hardware to repair the stretcher.